Event description:
On (B)(6) 2013, the patient had an atherectomy procedure performed. The device was prepped and performed as normal on the scrub table. A spider fx filter was in place in the distal popliteal artery. When making long cuts in the sfa we did see the window opening when turning the device, but because of the view it was hard to see the actual cutter blade. After four long cuts in two quadrants we were getting no filling of the nosecone. The image view was increased to better see the window opening, and when the motor was activated we did not see the exposed blade. We removed the device, flushed the device nosecone, got no tissue. When the motor was activated two or three times it was not possible to get the cutter blade to pop up properly in the window. The physician decided to place two everflex stents in the sfa artery instead of hawking. The case was completed with a beautiful result. Investigation of the returned device on (B)(4) 2013, found there was an accumulation of clear polymer (with minute blue elements) wrapped around the driveshaft within the housing window. The origin and composition of the polymer could not be determined but its appearance is consistent with the ptfe liner of a guide sheath.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.